Event description:
We have been informed that during procedure, a leak was noticed from the connection between the trocar and the infusion tube. No report that actual harm occurred or surgery was prolonged > 30 minutes.

Manufacturer narrative:
In regard to this complaint, an aveta infusion line and two cannula's with closure valves were received for investigation. Visual inspection showed no anomalies. The closure valves were intact. Though the video's that were received from the customer clearly demonstrated air leakage at the connection between the infusion line and the cannula's, it should be noted that some leakage is in fact allowed. Testing in accordance with the applicable test protocol revealed that the maximum water leakage of 0.4. Ml/min at 40 mmhg was not exceeded. Based on the investigation performed, it was concluded that the valves met their specification.in 2022 an increase in complaint rate was observed, which triggered a detailed investigation of the manufacturing process. As a result the drying time was increased, as this was considered the cause of the increase in complaints observed.per ecf 2022-390, a change was initiated to increase the drying time between glue application and next steps of assembly. The change was implemented with an update of all relevant work instructions.the analysis includes all complaints with failure modes ci-inf-leakage, ci-closurevalve-leakage and ci-closurevalve-defect-removal related to comparable trocar systems.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that during procedure, a leak was noticed from the connection between the trocar and the infusion tube. No report that actual harm occurred or surgery was prolonged > 30 minutes.